Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. This event occurred in (B)(6).

Event description:
It was reported that the customer slightly hurt herself on the needle that was protruding beyond the endcap of the coaguchek softclix lancing device. The lot number of the lancet in the device is unknown. It was reported that she did not need any medical help. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The customer returned the coaguchek softclix lancing device (lot bba134) with a used coaguchek softclix lancet. The received customer lancet was investigated with a microscope, but no abnormalities could be observed in terms of the customer allegation. The customer sample was tested with the received customer lancet and some test lancets (lot u21a7) at all different pricking depth settings. For each attempt the needle was completely retracted, correctly ejected and produced a puncture hole. The lancing device was disassembled for investigation, but no abnormal attribute was found which could verify the customer allegation. The lancing device works in accordance with specifications. There was no product problem found.